Event description:
It was reported that premature battery depletion was observed. The patient was in good condition. Device replacement was scheduled. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.